Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and ventricular epicardial lead exhibited a shock impedance out of range message (<20 ohms) on the system summary screen.